Manufacturer narrative:
During the investigation, it turned out that the spring gas compression for the protective cover was not the component that led to the incident. The protective cover is mounted with 2 connections into the housing (right and left). The faulty part was the toggle joint and it was the composition of a ball stud and a ball socket. The right ball stud (gas spring) was still in function. The protective cover was only supported by the right gas spring and was not strong enough to keep the protective cover in the open position. The investigation determined that the left ball stud got loose and fell out resulting in the protective cover falling. The root cause was due to: 1) a manufacturing issue (parts are not tightened well) and 2) low detectability of a loose ball stud it was hard to visually identify the loose ball stud and the service instructions did not include the checking of the screw connections.

Manufacturer narrative:
Correction: section b7 was updated: the operator alleged having a "mild concussion". In follow-up communication, the operator confirmed that they did not receive any diagnosis, medical evaluation, or treatment for the alleged injury. There was no medical confirmation that a concussion occurred. The operator further reported that all symptoms (fatigue, a feeling of "pressure") were resolved within two weeks with no reports of any long-standing harm or injury. This supports the technical evaluation that showed the appropriate performance of the secondary gas spring to prevent cover free-fall. We have not received any other reports of this issue via our complaint handling system. Regardless, as previously reported, scheduled maintenance now addresses this issue. Inspection of the instrument¿s gas springs was extended to include the ball stud and any loose stud will be addressed (e.g. Tightened, fixed with loctite).

Manufacturer narrative:
On 03-apr-2024 the field service engineer visited the customer's site and replaced the gas spring. The investigation is ongoing.

Event description:
We received an allegation of an issue with the protective cover of the cobas p 471 centrifuge unit. The customer stated that the gas spring was not functioning properly. The cover reportedly fell on the user's head when the lid closed due to an issue with the spring.